Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported malfunction referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique prior to an emergent coronary intervention procedure for an st-elevation myocardial infarction (stemi). Reportedly, the sutures of the first proglide device were successfully pre-placed. An attempt was made with a second proglide device; however, the physician was unable to completely depress the plunger. The sutures of a third proglide device were successfully pre-placed. The sheath was upsized to a 14f sheath and the coronary intervention procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures. Manual arterial compression was applied to achieve hemostasis. It was then noted that the patient had a "cold leg". It was found that there was no distal flow to the leg. The cause of the occlusion was unknown. The patient was taken to the hybrid operating room (or) and a fasciotomy and thrombectomy were performed. The patient expired the following day. The physician stated that the proglide devices did not contribute to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.